Event description:
The following has been reported by customer: cpu board replacement problem: found in office with no note attached. Error "motor rotation" appeared onscreen. Action: service manual accessed, but upon opening device found motor bracket cracked off. Replaced the pumping block and reassembled. Error still present. After re-verifying connections, installed new cpu board as per manual. Took time as flashing of new cpu board needed to be done. Error still present after reassembly. Replaced motor, error still present post reassembly. (B)(6) 2025 - returned to device. Returned original motor but left block assembly. Motor rotation error now gone. Tried to calibrate but getting air bubble error. Changing set did not fix, so replaced air sensor. Device now error free. Resolution: ran calibration tests with all passing. Pm to follow. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, changing the cpu board solved the issue. Despite several requests for the device return and attempts to collect additional information. From complaint description it seems that the cause of the event could be linked to a defective cpu board but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.